Manufacturer narrative:
On 01/23/2018, historical records were obtained from alere home monitoring as additional information. The following sections have been updated to reflect the additional information: based on the new information available, this is no longer considered a reportable event as the patient discontinued and returned the inratio system almost a year prior to the reported patient injury. Additionally,confirmatory testing was not provided and a review of the inratio inr results from the historical records does not indicate a reportable variance from the therapeutic range. A MDR is no longer required for this event.

Event description:
Initial information: in approximately 2014, the patient began using the inratio system to monitor his inr. The patient obtained inratio inr results once a week. On or around (B)(6) 2015, the patient experienced anemia and severe gastrointestinal bleeding and subsequently received blood and plasma transfusions. The patient alleges the inratio system produced significantly inaccurate inr results which prevented medical providers from prescribing a safe and effective dose of coumadin in a timely manner, resulting in the reported injuries. No additional information was provided updated information: historical records were obtained from alere home monitoring as additional information. These records indicate the patient's healthcare provider (hcp) did not want him to continue use of the of inratio system and on (B)(6) 2014, a discharge form was submitted. On (B)(6) 2014, the patient's inratio system was returned to alere home monitoring. The last inratio inr result reported to alere home monitoring was received on (B)(6) 2014. Based on the new information available, this is no longer considered a reportable event as the patient discontinued and returned the inratio system almost a year prior to the reported patient injury. Additionally,confirmatory testing was not provided and a review of the inratio inr results from the historical records does not indicate a reportable variance from the therapeutic range. A MDR is no longer required for this event.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
In approximately 2014, the patient began using the inratio system to monitor his inr. The patient obtained inratio inr results once a week. On or around (B)(6) 2015, the patient experienced anemia and severe gastrointestinal bleeding and subsequently received blood and plasma transfusions. The patient alleges the inratio system produced significantly inaccurate inr results which prevented medical providers from prescribing a safe and effective dose of coumadin in a timely manner, resulting in the reported injuries. No additional information was provided.